Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. No moisture damage on electronics assembly noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, and stained end cap sticker noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer stated that she wore the insulin pump into a swimming pool. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.